Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported overcorrection in the left eye of the patient resulted in astigmatism with post-operative refractive values more than one diopter after lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior to and after the treatment day. Preventive maintenance was performed. The local clinical application specialist reported that there is an air stream from the air vents directly above the patient's head. The product¿s procedure manual instructs to turn off all exhausting and ventilation devices causing noticeable airflow over the stromal interface since drying may lead to overcorrection or irregular ablation, which was reported in the current case. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The system passed successfully all required initialization steps. The logfile shows fourteen successfully performed treatments on that day. The user performed an energy check before the reported treatment. The energy was stable during the whole day. The logfile shows that the reported treatment of left eye was performed successfully without interruptions. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. The system was working within specification the root cause for the customer's reported event could no be determined conclusively. The manufacturer internal reference number is: (B)(4).